Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation; therefore, a physical investigation of the device could not be performed. If the device is received at a later date, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the reported issue and found that the root cause is an initialization issue when the transducer is selected, which occurs roughly 1 in 1000 probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image. The final solution is to upgrade the software. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that during a musculoskeletal procedure, the 18l6 hd transducer displayed a sporadic occurrences of triple image artifact. The procedure was delayed by ten minutes but it was completed with the same device. There was no patient or user injury reported. No additional information was provided.